Event description:
Medtronic legal received information regarding broken retainer ring from the attorney of the family. The information received on march 07, 2022 stated the following reporter alleges that the use of one or more the customer began using insulin pumps. Customer stated that they had personal injury the pump. In november of 2019, the customer was using a medtronic minimed 630g and 670g insulin pumps. No harm requiring medical intervention was reported. The customer will continue to use the device. Reporter alleges that the use of one or more medtronic minimed 600 series insulin pumps with a damaged, missing, or broken retainer ring caused the claimant to suffer personal injuries. The allegation did not specify the pump identifier ((B)(4)) and therefore all 600 series insulin pumps in possession of the claimant, including this pump, are considered potentially within the scope of the report pending confirmation of the affected serial number(s). When and if the affected serial number is identified, all related reports will be updated accordingly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.